Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had no image due to a damaged charged coupled device unit, likely caused by moisture. In addition to the reportable malfunction, the following were noted: the bending section cover had a leak, the distal end cap was damaged, the connecting tube had a scratch and pocket pouch, the switch box had a short cable, and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a worn sheath along the distal end, the image was darkened, and the instrument did not pass the leak test. The issue was found during preparation for use before an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device had no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. Based on the results of the investigation, while the user was handling the device, the bending section cover (a-rubber) leaked, which led to water invasion of the device, then an abnormality of image sensor unit. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.